Manufacturer narrative:
The root cause was determined as due to inspiration block - o2 pressure limiter failure.

Manufacturer narrative:
Device evaluated by MFR: based on log file, calibration for o2 valve offset failed and no o2 dosing possible alarm is active seven times and it was determined that the most likely cause of the issue was due to inspiration block and high pressure regulator failure.

Event description:
The customer reported o2 valve offset calibration failure alarm during ventilation on a patient. The patient was remove and placed to another ventilator. At this time, no patient harm was reported associated with the event.